Event description:
The customer reported that the system locked up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.